Event description:
Customer reported the system is displaying a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. System operates as intended.